Event description:
It was reported that the power load will not unload the cot from the ambulance due to a trolley that was stuck in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.